Event description:
Per letter from attorney: "while the braking system was locked with respect to the larger wheel, the braking system failed with respect to the smaller wheel.....casting the plaintiff violently to the floor". Fractured left hip.